Manufacturer narrative:
We've received the device and have sent it to the manufacturing site for thorough inspection. Raised a scar. Awaiting results of inspection.

Event description:
From report provided by customer: intubation attempt with provu video laryngoscope on a patient in cardiac arrest. Provu screen froze mid-intubation and would not refresh. Attempted to restart the device multiple times but each time the screen would not work properly and was displaying error icon/image. Patient expired. Additional details shared from the customer: when the hyper 3.5 blade was attached to display, received an error 2 screen. Provider turned the display on and off; error screen persisted. The disposable blade was not replaced during troubleshooting. Patient was ventilated with a bag while provider was addressed the device issue. An alternative intubation device, I-gel, was then used, and the patient was successfully intubated. The patient subsequently expired during cardiac arrest. After the event, the reporter attached a new blade (different lot; blade verified as functional from training supplies) to the display involved in the event. The error could not be replicated with the new blade. Error was replicated on blade involved in event. Display, blade involved in event, as well as the blade tried after event are available for investigation and will be collected. Serious injury/harm to patient or user. Indirect harm. Required intervention to prevent permanent damage. Hospitalisation - initial or stay prolonged by 1 day or more. Serious injury, disability or permanent impairment. Life threatening. Patient death. Extra information received: there was a lot of fluids in the patient's mouth at the time of use, even with suction.

Event description:
From report provided by customer: intubation attempt with provu video laryngoscope on a patient in cardiac arrest. Provu screen forze mid-intubation and would not refresh. Attempted to restart the device multiple times but each time the screen would not work properly and was displaying error icon / image. Patient expired.additional details shared from the customer:when the hyper 3.5 blade was attached to display, received an error 2 screen. Provider turned the display on and off; error screen persisted. The disposable blade was not replaced during troubleshooting.patient was ventilated with a bag while provider was addressed the device issue. An alternative intubation device, I-gel, was then used, and the patient was successfully intubated. The patient subsequently expired during cardiac arrest.after the event, the reporter attached a new blade (different lot; blade verified as functional from training supplies) to the display involved in the event. The error could not be replicated with the new blade. Error was replicated on blade involved in event.display, blade involved in event, as well as the blade tried after event are available for investigation and will be collected.serious injury/harm to patient or user,indirect harm, required intervention to prevent permanent damage, hospitalisation - initial or stay prolonged by 1 day or more, serious injury, disability or permanent impairment, life threatening, patient death.extra information received: there was a lot of fluids in the patient's mouth at the time of use, even with suction.

Manufacturer narrative:
We've received the device and have sent it to the manufacturing site for thorough inspection. Raised scar-154. Awaiting results of inspection.

Event description:
From report provided by customer: intubation attempt with provu video laryngoscope on a patient in cardiac arrest. Provu screen forze mid-intubation and would not refresh. Attempted to restart the device multiple times but each time the screen would not work properly and was displaying error icon / image. Patient expired. Additional details shared from the customer: when the hyper 3.5 blade was attached to display, received an error 2 screen. Provider turned the display on and off; error screen persisted. The disposable blade was not replaced during troubleshooting. Patient was ventilated with a bag while provider was addressed the device issue. An alternative intubation device, I-gel, was then used, and the patient was successfully intubated. The patient subsequently expired during cardiac arrest. After the event, the reporter attached a new blade (different lot; blade verified as functional from training supplies) to the display involved in the event. The error could not be replicated with the new blade. Error was replicated on blade involved in event. Display, blade involved in event, as well as the blade tried after event are available for investigation and will be collected. Serious injury/harm to patient or user, indirect harm, required intervention to prevent permanent damage, hospitalisation - initial or stay prolonged by 1 day or more, serious injury, disability or permanent impairment, life threatening patient death. Extra information received: there was a lot of fluids in the patient's mouth at the time of use, even with suction.

Event description:
From report provided by customer: intubation attempt with provu video laryngoscope on a patient in cardiac arrest. Provu screen forze mid-intubation and would not refresh. Attempted to restart the device multiple times but each time the screen would not work properly and was displaying error icon / image. Patient expired. Additional details shared from the customer: when the hyper 3.5 blade was attached to display, received an error 2 screen. Provider turned the display on and off; error screen persisted. The disposable blade was not replaced during troubleshooting. Patient was ventilated with a bag while provider was addressed the device issue. An alternative intubation device, I-gel, was then used, and the patient was successfully intubated. The patient subsequently expired during cardiac arrest. After the event, the reporter attached a new blade (different lot; blade verified as functional from training supplies) to the display involved in the event. The error could not be replicated with the new blade. Error was replicated on blade involved in event. Display, blade involved in event, as well as the blade tried after event are available for investigation and will be collected. Serious injury/harm to patient or user indirect harm, required intervention to prevent permanent damage, no hospitalisation - initial or stay prolonged by 1 day or more, no serious injury, disability or permanent impairment, life threatening, patient death.

Manufacturer narrative:
We are still waiting for further information & the return of the device.

Event description:
From report provided by customer: intubation attempt with provu video laryngoscope on a patient in cardiac arrest. Provu screen forze mid-intubation and would not refresh. Attempted to restart the device multiple times but each time the screen would not work properly and was displaying error icon / image. Patient expired. Additional details shared from the customer: when the hyper 3.5 blade was attached to display, received an error 2 screen. Provider turned the display on and off; error screen persisted. The disposable blade was not replaced during troubleshooting. Patient was ventilated with a bag while provider was addressed the device issue. An alternative intubation device, I-gel, was then used, and the patient was successfully intubated. The patient subsequently expired during cardiac arrest. After the event, the reporter attached a new blade (different lot; blade verified as functional from training supplies) to the display involved in the event. The error could not be replicated with the new blade. Error was replicated on blade involved in event. Display, blade involved in event, as well as the blade tried after event are available for investigation and will be collected. Serious injury/harm to patient or user. Indirect harm. Required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Life threatening. Patient death. Extra information received: there was a lot of fluids in the patient's mouth at the time of use, even with suction.

Manufacturer narrative:
This is a resubmission of the initial report as requested by the FDA.

Event description:
From report provided by customer: intubation attempt with provu video laryngoscope on a patient in cardiac arrest. Provu screen forze mid-intubation and would not refresh. Attempted to restart the device multiple times but each time the screen would not work properly and was displaying error icon / image. Patient expired. Additional details shared from the customer: when the hyper 3.5 blade was attached to display, received an error 2 screen. Provider turned the display on and off; error screen persisted. The disposable blade was not replaced during troubleshooting. Patient was ventilated with a bag while provider was addressed the device issue. An alternative intubation device, I-gel, was then used, and the patient was successfully intubated. The patient subsequently expired during cardiac arrest. After the event, the reporter attached a new blade (different lot; blade verified as functional from training supplies) to the display involved in the event. The error could not be replicated with the new blade. Error was replicated on blade involved in event. Display, blade involved in event, as well as the blade tried after event are available for investigation and will be collected. Serious injury/harm to patient or user. Indirect harm. Required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more no serious injury, disability or permanent impairment. Life threatening. Patient death.

Manufacturer narrative:
This is a resubmission of the initial report as requested by the FDA. It is not a 5 day report, that was clicked in error.

Event description:
From report provided by customer: intubation attempt with provu video laryngoscope on a patient in cardiac arrest. Provu screen forze mid-intubation and would not refresh. Attempted to restart the device multiple times but each time the screen would not work properly and was displaying error icon / image. Patient expired. Additional details shared from the customer: when the hyper 3.5 blade was attached to display, received an error 2 screen. Provider turned the display on and off; error screen persisted. The disposable blade was not replaced during troubleshooting. Patient was ventilated with a bag while provider was addressed the device issue. An alternative intubation device, I-gel, was then used, and the patient was successfully intubated. The patient subsequently expired during cardiac arrest. After the event, the reporter attached a new blade (different lot; blade verified as functional from training supplies) to the display involved in the event. The error could not be replicated with the new blade. Error was replicated on blade involved in event. Display, blade involved in event, as well as the blade tried after event are available for investigation and will be collected. Serious injury/harm to patient or user. Indirect harm. Required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Life threatening. Patient death.

Event description:
From report provided by customer: intubation attempt with provu video laryngoscope on a patient in cardiac arrest. Provu screen forze mid-intubation and would not refresh. Attempted to restart the device multiple times but each time the screen would not work properly and was displaying error icon/image. Patient expired. Additional details shared from the customer: when the hyper 3.5 blade was attached to display, received an error 2 screen. Provider turned the display on and off; error screen persisted. The disposable blade was not replaced during troubleshooting. Patient was ventilated with a bag while provider was addressed the device issue. An alternative intubation device, I-gel, was then used, and the patient was successfully intubated. The patient subsequently expired during cardiac arrest. After the event, the reporter attached a new blade (different lot; blade verified as functional from training supplies) to the display involved in the event. The error could not be replicated with the new blade. Error was replicated on blade involved in event. Display, blade involved in event, as well as the blade tried after event are available for investigation and will be collected. Serious injury/harm to patient or user; indirect harm; required intervention to prevent permanent damage; hospitalisation - initial or stay prolonged by 1 day or more; serious injury, disability or permanent impairment; life threatening; patient death. Extra information received: there was a lot of fluids in the patient's mouth at the time of use, even with suction.

Manufacturer narrative:
We've received the device and are now able to inspect it. Raised scar-154. Awaiting results of inspection.

Manufacturer narrative:
The returned complaint devices were received and evaluated by the manufacturer. Visual inspection identified no signs of physical damage or abnormalities.functional testing was performed using the returned monitor and returned video laryngoscope handles. Tthe handles established normal communication with the monitor and produced a continuous live video image. The monitor powered on normally and all device functions operated as intended throughout the evaluation. The reported screen freeze and error icon could not be reproduced during repeated testing. Based on the investigation results, the reported malfunction could not be confirmed, and no device deficiency was identified.